Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had perforated though the right ventricle. Surgical intervention was performed to repair the right ventricle. The lead was cut at the distal end and explanted and replaced. No further patient complications have been reported as a result of this event.